Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tube punctured') in a female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "only one fallopian tube". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was scheduled to undergo tube removal). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: dye test showed coil had punctured the tube. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "fallopian tube punctured and medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tube punctured') in a female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "only one fallopian tube". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was scheduled to undergo tube removal). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: dye test showed coil had punctured the tube. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "fallopian tube punctured and medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.